Event description:
It was reported that a secure connection could not be made between a patient¿s transfer set and minicap during peritoneal dialysis therapy. There was patient involvement; however there was no patient injury or medical intervention indicated with the reported condition. No additional information is available at this time. This is report 1 of 2 associated with this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The reported issue could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4).